Event description:
It was reported that during implant attempt, there was high impedance greater than 2500 ohms through the device and 1700 ohms through the analyzer. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.